Event description:
Same case as MDR # 2134265-2013-06186 and MDR # 2134265-2013-06208. It was reported that the ilab motor drive unit (mdu5) failed to perform automatic pullback. No patient involved.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).